Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she was programmed last 2 years ago, and she noticed in the past 3 months that she has to charge the implantable neurostimulator (ins) battery every 6 hours. Patient stated she needs to have her ins checked, but she does not have an healthcare provider (hcp) at this time. No symptoms/patient complications reported.